Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for three patient samples tested with the elecsys troponin I stat immunoassay on a cobas 6000 e 601 module. Of the three patient samples, one had an erroneous result which is reportable as a malfunction. The erroneous results were not reported outside of the laboratory. This sample initially resulted with a troponin I value of > 25 ng/ml. The sample was automatically diluted 1:10 and repeated, resulting with a value of 2.2 ng/ml. No adverse events were alleged to have occurred with the patient. The troponin I reagent lot number was 36574500, with an expiration date of 30-nov-2019.

Manufacturer narrative:
The daily alarm trace did not show any relevant alarms. Calibration and qc results are within specification. The investigation did not find any reagent, hardware, or software-related issues. No further issues were reported by the customer. The investigation did not identify a product problem.the cause of the event could not be determined.